Event description:
The customer reported that the pump battery was depleting too quickly, attributed to a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. The pump did not shut down, and the customer was not using the t:connect mobile app. No additional information was received regarding further actions taken.